Manufacturer narrative:
No sample was returned for eval. The incident lot number could not be determined. However, the user facility provided stock lot numbers for eval. If relevant, a review of the device history record for the reported lot numbers (ngti0924, ngtj0324, ngtk0740) found nothing that would have caused or contributed to the reported problem. A review of the mfg records for this product family indicates nothing that could have caused or contributed to this event. The labeling and instructions for use calls for: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B) (4).

Event description:
It was reported that 2 to 3 days following a stent placement procedure the patient developed a fever. Through cystoscopy the doctor noted mucous on the tip of the stent. A urine culture revealed that the pt developed candida albicans infection. The pt was given antibiotics to treat the infection. The type of procedure performed was ureteroscopic lithotripsy. The patient is reported as doing fine.